Event description:
It was reported to boston scientific corp that during an anterior cystocele repair procedure using an uphold vaginal support system, the plastic sheath detached, inside the pt, after the physician threw the left mesh leg through the sacrospinous ligament and then accidentally cut through both sides of the leader loop. The physician used a clamp to pull the plastic out of the pt, which caused the mesh to come out too. The entire uphold vaginal support system was pulled out of the pt and a pinnacle device was used to complete to procedure, without any complications to the pt, who is reportedly "fine" post-procedure.